Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implant duration of about 30 months, it was reported that the device could not be interrogated. This device was explanted. No adverse pt side effects have been reported.